Event description:
Customer from (B)(6) called to inform us that they accepted receipt of bone cement order from fed ex that fed ex had put into a "metal package salvage drum" as the package was damaged and leaking.

Manufacturer narrative:
Manufacturing and expiration date corrected.an event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Device evaluation not performed as no devices were returned and no photographs of the reported event were provided. Medical evaluation not performed as there was no patient involvement. Device history review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The event was not confirmed as no devices or photographs were provided for review. No further investigation is possible at this time.

Event description:
Customer from (B)(6) called to inform us that they accepted receipt of bone cement order from (B)(6) that fed ex had put into a "metal package salvage drum" as the package was damaged and leaking.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.